Event description:
The dr claims that during a 3-dimension CT scan, the graft that was implanted in 1999, appears to have dilated to approximately 36mm in diameter. Although the pt is asymptomatic at this time and the graft appears to be blood-tight, the dr is concerned with the possibility of it having to be explanted and replaced. On 8/4/00, co learned that the pt had initially been implanted for an abdominal aortic aneurysm (implant date unknown) and presented with abdominal pain after the implant. Fluid and thrombus were found around the graft material and surgically removed. At the time of the follow-up CT scan, there was no discernable infection and the pt's clotting factors were appropriate. The pt appears to be doing well and has been referred to the clinic for eval.